Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that as the doctor was ready to put the screw into the cup, he noticed the tip of the screwdriver was bent so it would not seat into the screw head. A back up screwdriver was used.

Manufacturer narrative:
An event regarding a deformed hexalobular screwdriver tip from a trident driver was reported. The event was confirmed. The device was returned in used condition. The hexalobular drive feature of the device is heavily damaged. The lobes of the feature are deformed; the appearance is consistent with repeated applications of torque in both clockwise and counter clockwise directions. Material analysis found no evidence of material or manufacturing defects. A review of medical records was not performed as none were provided and failure was not related to patient factors. Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found there have been other events for the manufacturing lot. Previous investigations have found the root cause to be related to excessive torque applied to the device by the user. The root cause was determined to be normal wear of the device. The observed damage is consistent with high volume usage of the screwdriver. No material or manufacturing defects were noted during the investigation.

Event description:
It was reported that as the doctor was ready to put the screw into the cup, he noticed the tip of the screwdriver was bent so it would not seat into the screw head. A back up screwdriver was used.